Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump error alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received the hrm task did not grant motor power in reasonable time alarm occurred twice. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer was assisted with performing verification test and self test and the test results was passed. Troubleshooting was performed for insulin pump error. The insulin pump will be returned for analysis.